Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal and a return of pain symptoms. The pt was on the operating room at the time the event was reported. There was also a catheter access port issue, the health care provider was having difficulty aspirating fluid through the access port. The pt was having a revision done at the time the event was reported. At the previous revision, the health care provider was unable to aspirate during a dye study. After the pocket was opened and disconnected the catheter from the pump, csf backflow was present. Once the catheter and pump were connected again, they were able to aspirate, but flow was not as free as the health care provider would have liked. The plan was to replace a portion of the catheter and try aspirating again. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.